Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported hospitalization due to low blood glucose levels. The paramedics were called. The blood glucose reading at the time of hospitalization was 39 mg/dl. He had passed out due to hypoglycemia. The customer stated that he was not sure what was the cause of the low blood glucose level, since he had heart surgery and a pacemaker was implanted in december of the previous year. The customer stated that he gave himself too much insulin. No further information was provided.